Manufacturer narrative:
Additional information: section d4 - expiration date section g3 - type of report section g6 - date received by manufacturer section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative no devices were returned for analysis. Without the return of the anchor for analysis, therefore, the cause of the migration was not determined. Lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing varying stimulation, including occurrences of stimulation increases. Troubleshooting was performed, but when the patient stands up, stimulation increased. An x-ray revealed a lead migration and stimulation was turned off. A lead revision was completed, and the patient is now receiving adequate therapy.